Manufacturer narrative:
The following information has been updated/corrected: h.6. Method codes: 10, 3331. Result codes: 114. Conclusion codes: 4315. H.6 investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates and the 1st related complaint for needle through shield and needle stick (clear) on lot # 5229784. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, needle through shield, needle stick) was captured and addressed. Investigation summary: customer returned (3) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 5229784. Customer states that the needle hub separated and stayed inside shield and the needle was through shield and needle stuck finger when he was removing shield. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. No cannula through the shield was observed and no exposed cannula was observed. Manufacturing (holdrege) will be notified of this issue. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula through shield and needle stick). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 27 oct 2020, holdrege received photo complaint. A visual evaluation of photo found (3) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue. " h3 other text : see h10.

Event description:
It was reported that an unspecified number of bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device and cannula piercing through the shield in the polybag. Product defects were noted during use. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield, he stated that the shield was not difficult to remove. Also reported needle through shield, stated that the needle stuck his finger as he was removing the shield. Consumer stated that he does not reuse. Lot #: 5229784. Catalog #: 324910. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 5229784. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications (B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that an unspecified number of bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device and cannula piercing through the shield in the polybag. Product defects were noted during use. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield, he stated that the shield was not difficult to remove. Also reported needle through shield, stated that the needle stuck his finger as he was removing the shield. Consumer stated that he does not reuse. Lot #: 5229784, catalog #: 324910, date of event: unknown.